Event description:
The customer reported to customer service that the transformer housing of her pump in style breast had completed cracked and is falling apart exposing the underlying electronics which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The customer reported her transformer housing was breached exposing underlying electronics. She did not report any fire, spark or injury. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made to the cause of the event. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under it (B)(4).